Event description:
It was reported that the tip of the crosslink driver broke into two pieces while the surgeon was attempting final tightening of the center nut. The pieces were removed from the pt and another driver was used without incident. The case was delayed approx ten minutes. No pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for eval. Fracture analysis of the surface show a fairly brittle failure that initiated at the hexagonal corner of the tip. A review of the device history records did not identify any applicable nonconformance to spec.